Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect at initial drain and I-drain alarm volume was met. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 13:17:58. During night drain cycle one, the patient's ultrafiltration reading was 153ml, indicating the home patient (hp) drained 153ml more than their maximum programmed fill volume of 100ml. No additional information is available.